Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced broken ail sensor right side due to air in line error. Replaced damaged bottom rear caser, and corroded right, left iui. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the moog ail kit. A review of the device history record for sn (B)(4) was performed from 09/05/2017 to 09/01/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
Customer reported ail error. Npi.